Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm, sensor has become unresponsive to the pump, and a failed battery test. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-397a, mmt-1884l, mmt-7040a, mmt-7841zn. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-1884l. No product return is required for mmt-7040a. No product return is required for mmt-7841zn.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No unexpected insulin flow blocked alarm noted. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. No communication with guardian link transmitted properly their indicated amounts and were verified in the daily total screen due to moisture damage at electronics. Battery cycle 3.0 received the low battery alert (104) on 03/10/2025 15:36:00 after more than 7 days at 10.19 days. Battery cycle 2.0 received the low battery alert (104) on 02/28/2025 00:34:00 after more than 7 days at 11.45 days. Successfully downloaded history files and traces using thumps. The following were noted during visual inspection, fading serial number label, cracked case near belt clip rails and cracked battery tube thread. In summary, the customer alleged no delivery/occlusion alarm was not confirmed. Unit confirm no communicated with guardian sensor and unit due to moisture damage. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the first supplemental report 2032227-2025-152458-1. The information has been provided in section h11 (updated the analysis summary) with this report. Test p-cap and reservoir locked properly into reservoir compartment during testing. No damage to retainer ring during visual inspection noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self-test. The pump was programmed with multiple bolus deliveries, and all bolus delivered properly their indicated amounts and were properly recorded in daily history. No unexpected insulin flow blocked alarm noted. No unexpected occlusions or delivery anomaly, bolus anomaly or basal anomaly noted on download history file. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 3.0 received the low battery alert (104) on 03/10/2025 15:36:00 after more than 7 days at 10.19 days. Battery cycle 2.0 received the low battery alert (104) on 02/28/2025 00:34:00 after more than 7 days at 11.45 days. Successfully downloaded history files and traces using thumps. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The following were noted during visual inspection, fading serial number label, cracked case near belt clip rails and cracked battery tube thread. In summary, the customer alleged no delivery/occlusion alarm was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.